Manufacturer narrative:
(B)(4). The emergency drive is being returned to the factory for evaluation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the emergency drive on the device jammed during preparation of a new disposable for replacement. No reported patient effect since priming was already complete. (B)(4).